Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the keypad was peeling and that the arrow buttons on the keypad were intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/09/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was peeling and all the button contacts were exposed while all of the buttons responded properly. Removal of the keypad found contamination under all of the button contacts. Unrelated to the button issue, the pump powered up to a dim and discolored display screen with fading text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.